Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use the customer noticed a leak with the cardioplegia y-connector. The product was replaced. There was no patient involved so no adverse effect occurred.

Manufacturer narrative:
Visual analysis: visual inspection of the 16 devices from mold cavity 1 shows evidence of a crack/damage at the base of the "y" connector. Additional visual inspection of the 2 devices from mold cavity 2 shows no evidence of any damage/cracking. Performance analysis: with di water applied, the 16 devices from mold cavity 1 a leak was observed at the damage/crack. The 2 from mold cavity 2 did not leak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is changed to (B)(6) 2018 and is year valid only as 17 additional devices were found to have the same issue and the exact event dates are not available for the 17 additional occurrences. If information is provided in the future, a supplemental report will be issued.